Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot, history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance heavyweight, balance middleweight, whisper ms; guide cath: rra ebu 3.5; stent: 2.25x15 mm, 2.5x18 mm, 3.0x18 mm, 3.0x23 mm xience pro. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the left anterior descending artery. The coronary angiogram showed calcified triple vessel disease. Intervention was planned to the obtuse marginal (om) branch of the circumflex and proximal left anterior descending artery (lad). The om was direct stented with a 2.5x15 mm xience pro stent. The lad is a heavily diseased, very long, proximal segment. Pre-dilatation was performed in the mid to proximal lesion first. An attempt was made to cross the first 2.25x15 mm xience pro; however, it did not cross the lesion. Upon retraction of the stent delivery system the proximal end of the stent had lifted off the balloon. Additional predilatation was performed and another 2.25x15 mm xience pro was deployed successfully. Multiple further pre-dilatations were needed proximally to deliver the stents. Three xience pro stents, a 2.5x18 mm, 3x18 mm and 3x23 mm were deployed with overlap. During the procedure another stent shaft snapped and was removed (possibly 3x18). A 3x33 mm would not cross, nor a 3.5x23 mm which I was hoping to deliver in the most proximal part of the vessel; therefore, 3 smaller stents were deployed after which post-dilatation was performed with good angiographic result. No adverse patient effects or clinically significant delay in the procedure were reported. Patient is reported to be well at one week post-procedure. No additional information was provided.